Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the trunk cable connector was cracked and white (drvn gnd) wire was open inside the trunk cable. The cause of the alarms and test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable.